Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-37- code key connector issue. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call and if replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for "---"accompanied by symptoms. (B)(6) is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and sweaty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/18/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). No test strips return for evaluation. Returned meter evaluated with defect found. Qc investigation on 7/11/2017 resulted in damaged/dirty code key connector. Bent pin on code key connector. Final root cause: bent pin on code key connector due to mechanical stress. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call and if replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for "---"accompanied by symptoms. Fred is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak and sweaty. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/18/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.